Event description:
During routine testing, the user found that the defibrillator would not charge. There was no pt involved. Tests on the device disclosed that a scr1 on assembly 590219 was shorted and the resistor r9 on that assembly was cracked. Further examination revealed that cr32, cr35, and q8 on the same assembly had been replaced (by the user or a 3rd party) with components that were no exactly equivalent to the originals. It was not possible to determine which component was the root cause of the problem. The event is not occurring more frequently or with greater severity than is usual for the device.